Event description:
It was reported that during unknown procedure sagittal saw attachment for pen drive locked up. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional product codes: dzi, erl, hbe. Device is an instrument and is not implanted/explanted. Investigation coordinated by synthes anspach. Report received indicates the reporters complaint that the unit is locked up was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. The device history record review reports that the manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months was reviewed. The item was previously returned for service on 11-mar-2013 due to loose piece of device. A service request for this item was called in on 15-oct-2013 for locked up. The previous service condition of loose piece of device is relevant to the current complained issue of locked up. (B)(4).